Event description:
Caller reported a sensor error related to their continuous glucose monitor (cgm) 42. There was no reported adverse impact to the customer's blood glucose level. Technical support provided instructions for a pump reset while assisting the caller through the process, after which the sensor error was resolved and the sensor session was successfully started.